Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 3/4. The home patient (hp) stated she was connected at the time of the alarm and had disconnected prior to the alarm but reconnected using proper procedure. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) advised the hp to turn off the machine. The hp confirmed to start over with new supplies. On 28 jul 2010, product surveillance spoke with the hp who stated when she stays at her mom's house she drains into a drain bag. The night of this report, she woke and needed to use the restroom so disconnected. The hp stated she disconnected during the dwell cycle and was only away from the machine for a few minutes prior to reconnecting. After the alarm and speaking with technical support, she confirmed she resumed therapy with all new supplies and had no further issue. The hp stated she developed a kidney infection the first part of (B)(6) and was seen in the emergency room. The hp stated she was put on oral antibiotics. The hp stated she had followed up with her nurse and advised of the alarm. The hp further stated she is now on her second course of antibiotics. The hp stated she uses a compact exchange device (cxd) to assist with spiking bags and confirmed she has had no issues with set up. The hp stated when she stays at her dad's house; she drains into the bathroom and has never had any alarms or problems. No additional information is available at this time.

Event description:
The following additional information was obtained by gpv on (B)(6) 2010 from a pd nurse: the patient has been on automated peritoneal dialysis (pd) therapy with dianeal since (B)(6) 2010. The patient presented with cloudy pd fluid, nausea, vomiting and abdominal pain and was diagnosed with bacterial peritonitis on (B)(6) 2010 but was not hospitalized. The patient's pd effluent was analyzed showing a leukocyte count of 1000 cells/mm^3, 65% neutrophils, 2% eosinophils, 16% lymphocytes, 15% monocytes. The result of the culture revealed staphylococcus, and the gram stain revealed coagulase negative staphylococcus. The patient was initially treated with cefazolin 2 grams (gm) daily intraperitoneal (ip) and ceftazidime 1gm daily ip starting on (B)(6) 2010 but was then switched to a loading dose of vancomycin 3gm ip followed by 1.5gm every four days for a total of 14 days of treatment (from (B)(6) 2010). The nurse indicated the peritonitis was due to a break in aseptic technique. The nurse indicated the patient responded well to the antibiotic therapy and was considered to be recovered on (B)(6) 2010. The nurse has also indicated that the kidney infection mentioned by the patient was a urinary tract infection only and the patient has only had the one peritonitis event reported in this complaint after the system error 2240. The patient has been able to continue with pd therapy without any further problems. No further information is available.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A manufacturing batch record review was performed for the lot involved, with no issues noted during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).